Event description:
The account alleged that the head of the bed was going down on its own. No pt impact.

Manufacturer narrative:
The technician replaced the drive re-engagement switch to resolve the issue.